Event description:
Pt reported the infusion device displayed an e7 electronic error, and after the battery and battery cover were replaced, the infusion device started normally but the vibrator alert would not function. No physiological effects were reported, and pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.